Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus was delivered, and the pump supplies were changed to address the issue. Tandem technical support (cts) performed a pump system check and verified the pump functioned as intended. During troubleshooting with cts, it was reported that the customer loaded the cartridge with cold insulin. Cts educated customer regarding cartridge/insulin labeling. Customer acknowledged that loading the cartridge with cold insulin contributed to the high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.